Event description:
It was reported that the rover power cord was damaged, exposing internal wires. No further info was provided. Attempts to gather additional info from the user facility were unsuccessful.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. The damage to the power cord was confirmed, so the cord assembly was replaced. The cause of the damage is unk, but may be the result of mishandling.